Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 08/09/2016-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2016 with the following findings: a review of the pump black box data showed evidence of partially discharged batteries being installed by the user. During a visual inspection of the pump, a battery compartment crack was observed and the battery compartment threads were damaged. The returned battery cap threads were observed to be damaged and the battery cap was unable to fully tighten to the pump. During testing the pump powered on with the returned battery cap and a power loss was not observed. Current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The original complaint of a battery life issue was not duplicated during investigation; the user had used partially discharged batteries. Unrelated to the complaint, investigation revealed a dim, discolored display.